Event description:
It was reported that the middle of the screen of the insulin pump was kind of gone; it was unreadable. The customer stated that the top looked fine, but the middle part was hard to read - reading numbers. There was partial display. The customer's blood glucose was 9.6 mmol/l. The customer was advised to insert new battery, but the display did not return to normal. The customer stated that ther was a band in the middle and it was difficult to differentiate numbers; the customer could not tell if it was a zero or an eight. The customer stated that the insulin pump was neither dropped nor bumped. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. The device had cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube lip.